Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom, which was reproduced. This was found to be caused by missing hardware. The missing hardware caused a separation between the mechanical assembly and the case. The mechanical assembly screw was replaced.

Event description:
It was reported that a spectrum pump had a close door error. Any pt involvement, injury or medical intervention is unk.